Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user states the cover keeps coming and causing the hose to pop off during the night.